Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency service due to low blood glucose on (B)(6) 2019 with blood glucose of 26 mg/dl. The customer was treated by food and glucose tablets. Troubleshooting was done for low blood glucose and over delivery. Customer was not using auto mode. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was over delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated by dextrose drips in hospital. Customer recalls insulin dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.